Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 21jan2019. The touchscreen was returned to philips for failure analysis. Testing revealed that the failure was caused by physical damage to the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s international field service technician confirmed the touchscreen failure caused by the ui and touchscreen failure. The manufacturer¿s international field service technician replaced the ui, the touchscreen and the front bezel. Test and inspection data performed. The device was returned to full functionally.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen fault. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.